Event description:
During primary surgery, while securing screw on moreland thin osteotome handle, it broke during use. The surgery was extended approximately 20 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.